Event description:
The facility reports a right-side hemiplegic patient was being transferred on the lift chair positioned with his right side beside the pillar. In the attempt to move the lift chair toward the tub, it would not move. A visual check of the lift chair revealed that the front right castor was set in a position 90 degrees to the leg of the lift chair. At this point, the caregiver heard a noise and the castor came off the lift chair. The lift chair fell on the caregiver; the resident tried to grab a nearby grab bar to prevent the fall. The caregiver was examined by a doctor and was reported to have sustained soft tissue damage, resulting in pain in the left hip and buttock. The resident was assessed by the charge nurse and reported to have sustained contusions and abrasions on the chest down the lower left side of the abdomen and hip, and a small skin tear to the right arm. Injuries were patched and ice administered.